Event description:
Olympus medical systems corp (omsc) was informed that, during a total hysterectomy, the 1st tb-0520ic was used and the probe damage error occurred. The user executed the probe check outside of the patient, and the probe of the device broke off. Although he immediately exchanged it with the 2nd tb-0520ic (the subject device) and continued the procedure, the ptfe pad of the subject device was partially separated. The procedure was completed with another similar device (tb-0535f). There are no patient injury was reported. This is the second of two reports.

Manufacturer narrative:
This MDR is regarding the 2nd device of the reported two defected devices. The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output without grasping anything (including after the tissue separated). Based on the finding of the evaluation, this report appears to be related to user handling. This is one of the two reports. Cross reference MFR. Report number 8010047-2015-00309.